Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 8 atmospheres for 20 seconds, the edge of the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.